Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and while the issue was not duplicated, the occurrence of the ventilator inoperative alarm was confirmed in the event log. The device's main board was replaced to address the issue.